Event description:
The device was returned to physio-control for nibp issue. Physio evaluated the device at the failure analysis center and found that it would not retrieve ECG reading thru either the ECG cable or therapy connector (therapy cable or paddles). Furthermore, the device would not function in AED mode. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control determined the cause for the malfunction to be a temperature sensitive ic chip, designator u15, on the system pcb assembly. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.